Manufacturer narrative:
(B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in an endoscopic biliary stenting (ebs) procedure performed in the bile duct on an unknown date. According to the complainant, during the procedure and after deployment, the guide catheter broke and a portion of it remained inside the stent. The physician removed the broken catheter piece and stent from the patient, and the procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached from the pull wire. The detached guide catheter was kinked and bent in several locations. Push catheter and pull wire were bent in several locations. The stent was not returned. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. The investigation concluded that the condition of the returned device was consistent with the complaint that the guide catheter was broken. Most likely, some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil, leading to kinks and bends in catheters. Bound by kinks and bends, the device would become unable to deploy stent. Continued efforts to deploy the stent likely caused detaching of guide catheter. Therefore the most probable root cause is "operational context." A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in an endoscopic biliary stenting (ebs) procedure performed in the bile duct on an unknown date. According to the complainant, during the procedure and after deployment, the guide catheter broke and a portion of it remained inside the stent. The physician removed the broken catheter piece and stent from the patient, and the procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good".